Event description:
It was reported that during an unknown procedure that the when the surgeon fired the device it cut but did not staple. The surgeon over sewed the staple line. There was no patient consequence reported. The device is returning for analysis. There was no additional information at this time reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what type of procedure was performed? On what tissue type was the device used? At what location on the tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? F/u response from customer: gastric sleeve, 3rd firing.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that one pse60a device was returned with the anvil bent upwards and with an ecr60b cartridge reload was received loaded on the device. The cartridge reload was received fully fired and was noted to have damage on cartridge deck. The returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. In addition, the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments. The batch record was reviewed and no anomalies were noted during the manufacturing process.